Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the air/water cylinder having foreign material, additional findings were as follows: due to wear of scope cover, water tightness was lost; air/water cylinder had no color; suction cylinder had no color; due to wear of angle wire, bending angle in up direction did not meet the standard value; plastic distal end cover had a dent; adhesive around objective lens had discoloration; and adhesive around light guide lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had insufficient angulation. There was no patient harm associated with the event. The device was evaluated, and it was found the air/water cylinder had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Corrected fields: d9.: (date returned). This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it is likely, the foreign material was not removed, because reprocessing could not be conducted properly, due to the leak from the scope cover packing. The event can be detected and prevented, by handling the device in accordance with the following IFU: gif/cf/pcf-190 series, operation manual chapter 3.: "preparation and inspection", shows how to detect the event. Gif/cf/pcf-190 series, reprocessing manual chapter 5.: "reprocessing the endoscope" shows, how to prevent the event. Olympus will continue to monitor field performance for this device.